Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, after a failed attempt by the surgeon to attach the slap hammer to the impactor, it was reported the surgeon changed the surgical technique and used a mallet instead of the slap hammer. It was reported, a s&n alternate impactor was available for use. Since there was no reported harm to the patient and no delay in the case; no further clinical/medical assessment is warranted at this time. Should additional relevant medical information be provided this complaint would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A complaint history review found related failures for the listed batch; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Case- (B)(4).

Event description:
It was reported that, the surgeon was unable to attach the slap hammer to the impactor during a surgery. The surgeon was able to use a mallet instead of the slap hammer. A smith+nephew alternate impactor was available. No harm done to the patient and no time added to the case. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.